Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 3 mm proximal to the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the markerbands, tip or blades. A visual and tactile examination found that the hypotube was kinked 30mm distal of the distal manifold markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/3.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, the device was able to cross the lesion without issue; however, it was noted that the balloon ruptured at 4atm on first inflation. The device was removed from the patient's body and a pinhole rupture was noted. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/3.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, the device was able to cross the lesion without issue; however, it was noted that the balloon ruptured at 4atm on first inflation. The device was removed from the patient's body and a pinhole rupture was noted. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was good.